Event description:
It was reported that patient received a shock while installing a ceiling fan. The physician was wondering if electric shock could damage the tissue at the end of the lead or cause a burning at the device pocket. The patient has complaints of burning inside his heart with pacing; atrial pacing causes fewer symptoms than ventricular pacing. The patient also complains of shoulder pain and a metal taste in mouth when the pacemaker paces. A chest x-ray showed no change in the lead positions. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the device is part of the advisory for this model.